Manufacturer narrative:
Follow-up #1: date of submission 05/14/2015. Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: a review of the pump¿s black box data revealed pump reboots. The returned battery cap was able to secure onto the pump, and the battery cap contact measured within specifications. The pump powered on intermittently with the returned battery cap. The 24 hour duration test could not be completed due to the intermittent power condition. The pump was opened and a cold solder connection at the positive battery terminal was observed. There was no moisture observed inside the pump. Unrelated to the initial complaint, the battery compartment was cracked.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (intermittent power) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.